Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, deformation of the femoral stem's neck and a moderate amount of black tissue was noted. The stem, head and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding disassociation is reported involving metal head. The event is not confirmed. Method & results: product evaluation and results - visual, dimensional, functional and material analysis not performed as no item were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, deformation of the femoral stem's neck and a moderate amount of black tissue was noted. The stem, head and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.